Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, meshoma, mesh in pieces, fibrosis, chronic inflammation, sclerotic fibroadipose tissue with foreign body giant cell reaction, granulation tissue, and fascia was scarred, retracted and weak. Post-operative patient treatment included resection of scarred fascia, excision of meshoma, hernia repair with new mesh, pieces of mesh removed, and total mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced defective mesh, recurrence, adhesions, scarring, pain, mental pain, impairment, loss of enjoyment of life, mesh migration, meshoma, mesh in pieces, fibrosis, chronic inflammation, sclerotic fibroadipose tissue with foreign body giant cell reaction, granulation tissue, fascia was scarred, retracted and weak. Post-operative patient treatment included resection of scarred fascia, excision of meshoma, hernia repair with new mesh, pieces of mesh removed, CT scan, and total mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia incarceration, bulge, difficulty breathing, defective mesh, recurrence, adhesions, scarring, pain, mental pain, impairment, loss of enjoyment of life, mesh migration, meshoma, mesh in pieces, fibrosis, chronic inflammation, sclerotic fibroadipose tissue with foreign body giant cell reaction, granulation tissue, fascia was scarred, retracted and weak. Post-operative patient treatment included medication, resection of scarred fascia, excision of meshoma, hernia repair with new mesh, pieces of mesh removed, CT scan, total mesh removal and hernia repair with new mesh. Relevant tests/laboratory data (B)(6) 2019 - op note stated CT confirmed recurrence with incarceration in multiple places. Pathology report on meshoma showed foreign material (3 irregular to circular portions of prosthetic mesh) with associated fibrosis and chronic inflammation. The hernia sac showed fragments of sclerotic fibroadipose tissue with foreign body giant cell reaction and granulation tissue response.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.